Manufacturer narrative:
Correction: e3: field should be marked "nurse"

Event description:
New information received notes that another instance of post-paced t-wave over-sensing was noted. Programming changes were recommended. No patient consequences were reported.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. No intervention was reported. No patient consequences were reported.